Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not able to return the medication. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not able to return the medication. A technical support specialist (tss) reviewed medication application logs and found no errors, noting that user performed two removals for the medication the previous day while the station was in non-profile mode. It was observed that the user accessed my patients screen to review past removals but did not initiate a return and also attempted access earlier via all available patient screen. Tss contacted the site and spoke with customer, who confirmed was unavailable, and an email follow-up was planned. Further review confirmed no additional transactions were performed for those visits and that all visits were temporary and later reconciled to an unreconciled discharged visit, which prevented them from appearing as returnable. Tss informed the customer to perform transactions on the adt visit going forward and received permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.